Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported pump became unresponsive for 30 seconds, switched itself off, and will no longer power on. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.